Event description:
Power supply overheated and vpap auto servo ventilator failed. This happened around 4 am while asleep and caused asphyxiation and created fire hazard. FDA safety report ID # (B)(4).